Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The patient later reported the lead was replaced because "it went bad". Follow-up indicated the patient alert tones triggered because of increased/high lead impedance to 2048 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured (clavicle-rib area); full lead returned and analyzed.